Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and contaminated, the ring cover was broken, the ring was missing, the battery drawer was out of specification.

Event description:
It was reported that the external pulse generator did not turn on. It was further noted that the generator was on loan to the hospital. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).